Manufacturer narrative:
(B)(4). Implant date - unknown date, 1990. Concomitant medical products- unknown liner, unknown stem, unknown head. Reported event was unable to be confirmed. X-ray review states that there is superior position of the femoral head in relation to the acetabular cup, reflecting polyethylene liner wear. There is lucency suggested within the pelvis along the superior aspect of the acetabular cup. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-02252.

Event description:
It was reported that a patient underwent a total hip arthroplasty revision approximately twenty-eight years post-implantation due to pain. The liner and cup were removed and replaced. It was noted that the liner showed wear. During the revision, it was discovered that the cup had been misidentified pre-operatively, and that the appropriate polyethylene liner was not available due to this. A forty-five (45) minute delay resulted, as the cup was replaced in order to successfully complete the procedure. No additional patient consequences were reported.